Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient call indicated that after a few weeks, the implantable pulse generator (ipg) does not seem to work as well as immediately after leaving doctor's appointment. The patient has discussed with the physician, and has had a ipg device checked performed. The ipg remains in use, and no patient complications have been reported as a result of this event.